Event description:
It was reported that during npwt utilizing renasys touch, a blockage alarm has occurred. In addition, negative pressure did not develop normally. The treatment was continued by replacing the device. There was no patient harm. There was no delay. The device will be returned to jp local service for evaluation. The results will be shared after its completion.

Manufacturer narrative:
G4, h2, h3 and h6. The device used in treatment has been returned for evaluation although we could not establish a relationship between the reported event and the device. A visual and functional evaluation did not find any issues to explain why the device gave an error message of 'blockage alarm' therefore a root cause is undetermined. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot number found no non conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history report for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch.